Event description:
Per dealer, the rear left wheel is not freed up. The brake is so tight, it drags on the wheel and will not roll freely. This is the 3rd rollator from one order that has had the same problem. Dealer states this problem has been happening for about 6 months.